Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads from different lots. It was reported the pt was unable to increase stimulation due to auto-reducing. An impedance check revealed the right lead had all invalid contacts. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. In turn, the pt's right lead (implanted on (B)(6) 2010) was explanted and replaced. Effective therapy was restored post-op.